Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings issue. It was reported that the pump was ¿frequently resetting and not holding settings. There was no additional information available regarding this complaint. Multiple attempts made by customer technical support to contact the reporter to follow up were not successful. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.